Manufacturer narrative:
The device history record (DHR) was reviewed showing no issues with the reported lot. There were no photos or samples submitted with this complaint. The reported condition could not be confirmed. The exact root cause of the reported condition could not be determined without a sample to examine. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. The lot met all defined acceptance requirements and was released. No action will be taken because the reported condition could not be confirmed. This information will be utilized for trending purposes to determine the need for corrective actions.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported 3 needles were leaking at the connection site. Additional information received stated they were leaking from the hub.